Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the device was underperforming. The device was used to complete the procedure. There was no adverse patient effect reported with this event. Medtronic received additional information that there was no damage observed to the oxygenator. The performance of the device was generally poor. It was difficult to detect a true fault or to note if any corrective action had an effect. There was no impact to the patient as the oxygenator was able to just about get some gas transfer and the customer was at a point in the procedure where they could ventilate the patient to assist with oxygenation. The patient was not capable of going back on bypass, therefore, a replacement device was on hand should that need had arisen. The customer felt that the oxygenator settings were higher than what they would expect for this patient. During re-warming, the patient's carbon dioxide (co2) was 10kpa. The co2 was reduced to 6kpa but that was with a gas flow sweep of 8lpm with the patient's lungs being ventilated by the anaesthetic ventilator as well. The customer felt the gas exchange was poor. Due diligence was done by checking all the lines/gas lines and there was no obvious problems reported. Medtronic received additional information that the arterial oxygen pressure (pao2) values ranged from between 7.2 to 45.9mmhg and the partial pressure of carbon dioxide (paco2) ranged from 1.5 to 8.7kpa. The total gas flow ranged from 2.3 to 6.5l/min. The fraction of inspired oxygen (fio2) ranged from 63% to 81%.

Manufacturer narrative:
Medtronic received additional information that the patient was ventilated as per the procedure not due to the oxygenator. Medtronic received additional information that ventilation was part of the procedure/normal procedure. Correction: additional information received states that ventilation was part of the procedure/normal procedure therefore there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.